Event description:
The patient contacted lifescan on (B)(6) 2012 alleging an error 6 message on her one touch ping meter. The patient mentioned that alleged issue started on (B)(6) 2012. The patient mentioned 3-4 hours later after obtaining the error 6 message and not being able to obtain a blood glucose reading, she developed symptoms of feeling shaky, blurred vision and feeling dizzy. She tested herself on a backup meter and obtained a 45 mg/dl. She then self-treated with food and did not seek any further medical attention or contact her physician for assistance. She started to use a back up meter since the alleged issue with her one touch ping meter. Per owner's booklet error 6 advises the patient to contact customer service for support. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported, since the patient alleged that due to the error 6 message, she was unable to test her blood glucose developed symptoms and had to self-treat with food.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: due to a defective flash ic104, the meter was found to display error 6 when turned on. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.